Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that during deployment of a mynxgrip vascular closure device, after 90 second wait, the sealant appeared to come out of the side of the catheter and closure was not obtained. Appeared to be kinked. Manual compression was applied for approximately 10 minutes or less than 30 minutes. No adverse events were noted. The patient was noted to be fine.

Manufacturer narrative:
Please note that this manufacturer report is a duplicate of manufacturer report number 3004939290-2018-00628.